Manufacturer narrative:
Baxter received and evaluated the device. The device history review was completed and revealed no findings that could have directly contributed to the current complaint. The reported symptom 'delivered quicker than programmed' could not be confirmed during device investigation. The device underwent flow rate testing with passing results. The device was found within specifications in relation to the reported symptom. The device was found out of specifications for reasons unrelated to the reported symptom. No correction is required in relation to the reported symptom. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused decitabine during patient therapy in the chemotherapy care area. 34-mg decitabine was programmed to infuse with a volume to be infused of 120-ml at a rate of 120-ml/hr. After 20 minutes it was observed that the full 120-ml had infused. The patient did not become symptomatic as a result of this overinfusion. The patient received an additional infusion dose of 8-mg ondansetron and 10-mg dexamethasone as a preventative measure for nausea. No additional information is available.